Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it appeared that the item was destocked earlier the same day. A technical support specialist (tss) found that the transaction history indicated the item had been restocked and was now visible in the bin locations. The system functioned as intended after the technical support specialist reviewed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini user was unable to issue gabapentin 300 mg for a patient, as the medication did not appear on the cabinet or bin listings. The customer confirmed that the medication was physically present on cabinet bin 0205. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.